Event description:
An administrator reported 3 cases of toxic anterior segment syndrome (tass) over a two week period at two different surgery centers. Additional information regarding patient identifiers and outcomes was requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to manufacturing documentation.